Manufacturer narrative:
(B)(4). On (B)(6) 2012, the mobile holder with serial number (B)(4) was returned to the manufacturer for rework. The mobile holder was refinished and tested by the manufacturer. The mobile holder is now acceptable for reuse. (B)(4).

Event description:
On (B)(6) 2012, it was reported that the mobile holder with serial number (B)(4) for cardiohelp will no longer lock in position. (B)(4).